Event description:
The operator of a centralink data management system contacted the siemens technical solutions center to request lactate dehydrogenase (ldh) results for patient samples that had been processed via centralink from (B)(6) 2013 through the present date ((B)(6) 2014). The customer stated that hemolyzed patient samples which were indicated to have hemolysis on the centralink had been converted to a result at their laboratory information system (lis), which is not a siemens system. It is unknown if discordant results were reported to the physician(s) or if any patient care was affected.

Manufacturer narrative:
Upon contacting the siemens technical solutions center, the customer stated that they had already confirmed the issue to be within their lis, which is not a siemens system. The customer was only requesting the ldh results that had been processed via the centralink. A siemens global product support specialist informed the customer that the centralink data management system is not an archival database and it was possible that not all results from the specified time frame would be available. The centralink data management system performed according to specifications.